Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband was hospitalized for high blood glucose. The patient's blood glucose was 380 mg/dl at the time of admission, and he was nauseous and did not feel well. The customer was placed on insulin drip and 87 bags of fluid, but his blood glucose remained at 200 mg/dl. The customer is seemingly resistant to insulin. Troubleshooting was declined for the high blood glucose. No products were returned or replaced.